Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The self test passed. The insulin pump alarmed "no delivery" twice. When the infusion set was removed from the customer's body, the cannula was found bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.